Event description:
It was reported to philips that customer want to know why they could not defibrillate as the device failed to defibrillate with internal paddles, and another defibrillator took care of the problem. Device is in clinical use and no known health problems afterwards. Although no harm was reported, given the reported clinical scenario, the reported device event will be considered an adverse event because live-saving therapy/treatment was not available, interrupted, or delayed and may have led to a deterioration in the state of the health of the patient. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips partner and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating the patient became vf during the procedure. Device failed to defibrillate with internal paddles. The patient was handled with another defibrillator took care of the problem, no known health problems afterwards, no actual harm and potential harm reported. Although no harm was reported, given the reported clinical scenario, the reported device event will be considered an adverse event because live-saving therapy/treatment was not available, interrupted, or delayed and may have led to a deterioration in the state of the health of the patient. Although no harm was reported, given the reported clinical scenario, the reported device event will be considered an adverse event because live-saving therapy/treatment was not available, interrupted, or delayed and may have led to a deterioration in the state of the health of the patient.

Event description:
This report is based on information provided by philips partner and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating the patient became vf during the procedure. Device failed to defibrillate with internal paddles. The patient was handled with another defibrillator took care of the problem, no known health problems afterwards, no actual harm and potential harm reported. Although no harm was reported, given the reported clinical scenario, the reported device event will be considered an adverse event because live-saving therapy/treatment was not available, interrupted, or delayed and may have led to a deterioration in the state of the health of the patient.